Event description:
Since 2006, I have had 7 stents placed - 3 to resolve a failed bypass -. Last stent was 2008. On the following month, I underwent an MRI of the cervical spine. The test was very uncomfortable and I was unable to focus when leaving the facility. I experienced significant chest pain centralized under the sternum most of the evening and was unable to sleep that night due to nightmares - which I never have -. The next day, I have not completely recovered. I will do my best to avoid an MRI in the future. As of three days later, I am still having sporadic chest pain, though not nearly as intense as the pain on that days. I spoke with my cardiologist office, they said they had never heard of anything like this. I have had several nuclear stress tests -- they have all been negative. This includes the first which was the day before my trip to the ER and my quadruple bypass. The second did indicate a problem 3 months later -- needed one stent. The third stress test was negative. One month later, 3 stents were placed to correct a failed bypass. Since then, we have gone for angiograms as stress tests aren't very accurate for me. Maybe my body is just a little strange; but the episode after the MRI felt just like I needed more stents -- maybe the ones I have now were affected. If this info helps, or you have any questions feel free to contact me.